Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs due to a faulty force sensor resistor. The pump was received with a missing end cap sticker and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was attempting to change the infusion set and was getting a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 259 mg/dl. Customer treated with the pump and feels okay. Customer stated that he will treat with syringes. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.